Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV. Device remains implanted. This relates to the right side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ creases were observed. ¿ white particles were observed on the surface of the device. ¿ wear abrasion observed.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV. Device has been explanted and replaced. This relates to the right side.